Manufacturer narrative:
(B)(4). Unit received with blank display due to burn electronic assembly. Burn motor assembly. Unable to perform functional test due to blank display. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip, and cracked lcd window. Drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. It was stated that there was a crack on the battery compartment. Customer¿s blood glucose level was 230mg/dl at the time of the incident. The insulin pump will be replaced and customer will return the product for analysis.